Event description:
The disposable stapler was used on pt's colon. After tissue was cut, it was noticed that the staples did not work. The bowel then had to be hand sewn, causing an additional 2 hours of surgery.